Event description:
As the physician attempted to insert the coil into the microcatheter, distal part of the delivery wire broke outside the patient. The physician withdrew the coil and completed the procedure successfully. The patient was given heparin during the procedure and was maintained on heparin for 24 hours post procedure, doses unknown. There were no known consequences to the patient.

Event description:
As the physician attempted to insert the coil into the microcatheter, distal part of the delivery wire broke outside the patient. The physician withdrew the coil and completed the procedure successfully. The patient was given heparin during the procedure and was maintained on heparin for 24 hours post procedure, doses unknown. There were no known consequences to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. The product was not returned; therefore, analysis cannot be performed. Based on the information available indicating that the device break occurred during introduction; it is probable that the break may be related to handling of the device.